Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing dizziness presented to the hospital. Upon device interrogation the right ventricular lead exhibited noise and signs of early fracture. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition during and post procedure.

Event description:
New information received noted that the lead exhibited oversensing of noise resulting in pacing inhibition.